Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015 whereby a gore® dualmesh® plus biomaterial was implanted. If applicable: the complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: omentum adhesions, bowel obstruction, infection, explant of mesh. Additional event specific information was not provided.

Manufacturer narrative:
Previous patient code 2422 was reported based on the original complaint and is no longer applicable per gore¿s investigation. H6: conclusion code remains unchanged. H6: updated method code 1 and results code 1. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Name of procedure: laparoscopic incisional herniorrhaphy with mesh prosthesis. Assistant: flood. Anesthesia: general endotracheal anesthesia. Estimated blood loss: minimal. Specimens: none. Disposition: to recovery room in stable condition. Indication for procedure: the patient is a 32-year-old female who had a previous pfannenstiel incision. She has developed a bulge and tenderness on the mid to right aspect of it. On examination, she had a hernia, symptomatic. She desires repair. Operative details: ¿after informed consent was obtained, the patient taken to the operating room, laid in supine position, placed under general endotracheal anesthesia. Abdomen was prepped and draped in the usual sterile fashion. Skin was infiltrated with 0.5% marcaine. A 5 mm optical trocar was inserted in the left upper quadrant under laparoscopic vision. After insertion, the abdomen was insufflated with carbon dioxide to 15 mmhg. The 5 mm port was then placed in the left lower quadrant. There were some adhesions and elemental fat at her incision. These were dissected free from the abdominal wall. She was noted to have 2 relatively small hernia defects plus a thinned area of fascia identified at that site. After measurement, a 10 x 15 cm piece of gore-tex dualmesh was obtained. Four transfascial sutures were placed equal distance apart around the periphery of the mesh. The mesh was then rolled, inserted into the abdomen. It was then unrolled. Transfascial sutures were brought out through individual stab incisions. The mesh was positioned transversely along her pfannenstiel incision to reinforce surrounding parts. Once it was appropriately placed with the hernia defects covered by at least 4 cm on all sides, the transfascial sutures were tied. The mesh was then secured around its periphery using laparoscopic absorbable tacks. These tacks were placed approximately 1 cm apart around the entire periphery of the mesh. Once this was completed, the operative field was reevaluated and noted to be hemostatic. Carbon dioxide was evacuated from the abdomen. The ports were removed. The skin was closed using 4-0 vicryl in a subcuticular fashion and all wounds were then covered with dermabond. Abdominal binder was then placed and patient transferred to the recovery room in stable condition. All sponge and instrument counts were correct at the end of the procedure.¿ on (B)(6) 2015: (B)(6) medical center. Implant record. Description: mesh dual plus 10 x 15. Expiration: 11/2017. Lot#: 13415030. Model#: 1dlmcp03. Manufacturer: gore. Site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/13415030) was implanted during the procedure. ??/??/??: [missing records: records for subsequent c-section and wound infection were not provided.] (B)(6) 2019: (B)(6) medical center. (B)(6) , md. Operative report. Pre-op diagnosis: infected abdominal mesh. Chronic abdominal wound. Post-op diagnosis: infected abdominal mesh. Enterocutaneous fistula. Chronic abdominal wound. Procedure: robotic-assisted laparoscopic hernia mesh explantation with closure of enterocutaneous fistula. Abdominal wound sharp debridement. Consent: the patient is a 36-year-old female with a history of a previous incisional hernia repair with mesh. She had a subsequent c-section and developed a wound infection. She now presents with chronic fistula and evidence of chronic mesh infection requiring explantation and wound debridement. Anesthesia type: general endotracheal anesthesia. Procedure summary: ¿after informed consent was obtained, the patient was taken to the operating room, laid in the supine position and placed under general endotracheal anesthesia. A foley catheter was placed in the usual sterile fashion. Her abdomen was prepped and draped in usual sterile fashion. An 8 mm optical trocar was inserted in the left upper quadrant. The left vision. After insertion. The abdomen was insufflated with carbon dioxide to 15 mmhg. An 8 mm port was placed in the epigastric area followed by a 12 mm ports in the right upper quadrant. There were some omental adhesions that were taken down sharply. The robot was then docked. Initial inspection revealed a single loop of small bowel adherent to the anterior abdominal wall. The fistula connection identified. At this site prolene suture from the previous mesh closure was identified. There is a weakened appearing area on the small intestinal side, however, no definite findings of intraluminal communication. This area on the small intestine was reinforced with 3-0 silk interrupted lembert sutures. Attention was then returned to the abdominal wall. The peritoneum was incised. The mesh was identified. There was fibrinous debris and chronic infection. Minimal purulence was identified. The mesh did not appear to be incorporated and was contracted. The mesh was freed. Chest fashion. Sutures were divided. Necrotic and fibrinous debris was suctioned and irrigated away. The sinus tract communicating with the skin was identified from posterior. This was debrided sharply. The fistula tract was reapproximated using 2-0 vloc suture. There were no definite hernia defects identified. The explanted mesh and debris were placed in an endo catch bag. The abdomen was irrigated with saline and this [sic] was suctioned out. Small bowel was reevaluated. It was healthy and viable. The mesh was extracted from the abdomen through the 12 mm right upper quadrant port site. The carbon dioxide was evacuated from the abdomen. The ports were removed. Attention was turned to the chronic abdominal wound at the site of the fistula tract. An elliptical incision was made surrounding this approximately 3 cm in maximum dimension. This was carried down through the skin and subcutaneous tissues using electrocautery. The fistula tract and debris were then excised, debrided and removed. The wound was irrigated. The wound was closed in 2 layers using 3-0 vicryl in a running fashion for the subcutaneous layer and 4-0 vicryl in a subcuticular fashion for the skin. The port site incisions were closed using 4-0 vicryl in a subcuticular fashion. Steri-strips and sterile dressings were then applied. The patient was then awakened and taken to the recovery room in stable condition. All sponge, needle and instrument counts were correct at the end of the procedure.¿ specimen(s): explanted abdominal mesh. Complications: no. Estimated blood loss: 10 ml. Post-op condition: stable. Post-op plan: discharge with outpatient follow-up. (B)(6) 2019: (B)(6) medical center. (B)(6) , md. Pathology report. Accession #: (B)(4). Diagnosis: hernia mesh, excision: synthetic material with associated acute chronically inflamed granulation tissue with multinucleated giant cells consistent with clinical history of infected mesh. Gross description: one specimen is received in formalin labeled ¿(B)(6) , infected abdominal mesh¿ and consists of a tan, wrinkled portion of synthetic material with associated adherent soft tissue measuring 12.5 x 6.5 x 0.2 cm. The soft tissue is sectioned to reveal tan-brown, smooth, cut surfaces. Mesh material is sectioned to reveal tan smooth, partially gritty cut surfaces. Representative sections are submitted in cassette 1a, m/1a. Microscopic description: microscopic examination performed. Procedure: remove mesh using robot; repair hernia in abdomen. Clinical history: infected abdominal wall mesh. Specimen list: infected abdominal mesh. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13415030. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. It should be noted with use of the device in patients with the potential for growth, tissue expansion, or significant change in body habitus, the surgeon should be aware that the device will not stretch or change with the patient¿s body. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating, manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 13415030. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.